Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected and there were no anomalies noted upon visual inspection. During the functional test, a leak was observed from the inline air filter, from one air vent at the inlet of the filter. The sample exhibits a wetted-out condition for the filter on the location of the leaking air vent. The complaint of leakage can be confirmed. The probable cause is due to the filter being wetted out and losing its hydrophobic properties. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that they had an incident with an administration set with an inline air filter. An infusion was started with planned pump changes every 72/96 hours. The first few days were uneventful, but 26 hrs before the planned change at 96 hours, the patient called to say the line was leaking from the filter. When the patient attended the only area, the leak could be identified as coming from was the filter. Afterwards the infusion was renewed and no further leaks occurred. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.